Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they were unable to exit load reservoir process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 37 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime or seating test, basic occlusion test, force sensor test and delivery accuracy test or confirm displacement anomaly due to pump error 37 alarm. Device received with cracked retainer, cracked battery tube threads, cracked case at battery tube side and fading serial number label.